Manufacturer narrative:
Block d2b: product code - additional product code qon. Block c2/d10: model number/catalog number: 1201 serial number: (B)(6) batch/lot number: al1u252413 model/catalog description: tined lead unique identifier (UDI) #: (B)(4). Block g4: premarket / 510(k) # - additional premarket/510(k) p190006.

Event description:
It was reported that a patient implanted with the sacral neuromodulation system needs to be explanted, due to open pocket site. The patient was implanted in (B)(6) 2026 and had an appointment with their physician on (B)(6) 2026 and was scheduled for a device removal. The patient had a full system removal of both the neurostimulator and lead on (B)(6) 2026. There were no other issues or complaints mentioned at this time.